Event description:
A pt, with a history of degenerative arthritis experienced acute synovitis. Pt began treatment with synvisc in 2004. This case was reported by the physician twice in 2004. The pt rec'd the first injection of synvisc in 2004. Ten days later, the pt experienced severe acute synovitis. Pt was treated with darvocet (dose unknown), dexamethasone (dose unknown), and bextra (dose unknown). Following treatment, the adverse event resolved. The synvisc was stopped two days earlier. At the time of this report, the pt had recovered. The physician stated that synovitis resulted in approx 2 weeks of a persistent or significant disability (details not provided). The physician assessed the relationship of synvisc to the event as probable. Qa performed a review of the production and quality control documentation for lot # v0308. All documentation are complete and in order. The product met specs at release. No associated non-conformance was noted for this lot.